Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms. The customer's blood glucose level at the time of incident was 506mg/dl. The customer treated the high level with the pump. Troubleshoot was not able to be conducted due to it being a past event. The customer was not able to return set or reservoir for analysis due to having been discarded. The customer was advised to monitor the device, and call as soon as issues arise.